Manufacturer narrative:
A doctor reported that while attempting to remove a temporary crown placed over a build-up with tempbond clear, the patient's natural tooth was partially extracted from its socket. The doctor stopped the procedure, reseated the tooth and dismissed the patient. The doctor stated that he felt the tooth would have to be extracted. Several attempts were made to contact the doctor to follow up on the patient's current health status; however, no response was received. Another attempt was made to contact the doctor via phone on (B)(6) 2011. The office manager stated that she would speak with the doctor and follow up with kerr corporation regarding updated information on the patient's current health status; however, as of (B)(6) 2011, no follow-up information has been received from the doctor's office. No product was returned; therefore, retain samples were evaluated for adhesive strength and were found to meet product specifications. A review of the manufacturing records indicated that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regards to this lot. These investigation results indicate that this incident is an isolated incident that occurred as a result of a user/technique related problem and was not due to a product failure. Tested retain samples from the same lot.

Event description:
On (B)(6) 2011, a doctor reported that while attempting to remove a temporary crown placed over a build-up with tempbond clear, the patient's natural tooth was partially extracted from its socket.